Manufacturer narrative:
Eval - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2010-02209, 1627487-2010-02210 and 1627487-2010-02211. The pt received their scs system on (B)(6) 2009. It was reported that the entire system was explanted on an unk date due to (B)(6) infection. According to the MFR's device registration system, no new scs system was implanted. Follow up on the pt found no further issues reported. The explanted products were disposed of at the facility. No further info is available.